Event description:
It was reported the customer had a button error alarm that could not be cleared. Customer's mother believed the insulin pump was exposed to sweat. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.